Event description:
It was reported by the patient that the patient's heart rate had been "jumping around" over several days between a low of approximately 70 beats per minute and a high of approximately 100 beats per minute. The patient questioned the device's relatedness to the heart rate variation. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.